Manufacturer narrative:
One sample was returned. Eight samples were not returned. There were eight cases with a method code of device not returned (4114), analysis of production records (3331), a results code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method code of testing of actual/suspected device (10) analysis of production records (3331), a results code of operational problem identified (114) and a conclusion code of cause traced to user (19). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient ages range from unknown to 74 years. There were 2 female patients, 1 male patient and 6 unknown gender.